Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting rapidly and the wake button was intermittently unresponsive. There was no reported impact to customer's blood glucose. Although requested, contact declined to provide additional information.